Event description:
It was reported that during a hepatectomy, the device was activated without pressing the hand switch during use. Then the device became not to be activated with the hand switch after the power turned off and on once. No error code was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The instrument was disassembled and damaged was found to the flexible circuit, in the form of corrosion under the switch dome assembly of both the max and min buttons. This caused the non-activation of the buttons. We were unable to neither confirm nor replicate the continuous activation on the device. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.